Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a procedure, the coronary diamondback orbital atherectomy device (oad) was used to treat a lesion with significant calcium. The target, type c lesion was 98% stenosed and was located in the left anterior descending coronary artery. The oad made an unusual sound and seemed to be stuck in the lesion. The procedure was aborted, and the physician planned to continue the procedure at a later date with a different therapy. It was noted that there were no patient complications.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10. Additional information: b5. The reported oad was received for analysis. Adhered biological material was observed on the driveshaft and crown of the oad. The morphology and root cause of the accumulated material was unknown. A test guide wire passed through the area of adhered material without issue. Functional testing of the oad showed the device spun at all speeds with no abnormalities observed with device function. Visual observations revealed that the saline sheath of the oad driveshaft was stretched. The outer diameter of the saline sheath 20 inches proximal to the strain relief was slightly reduced. Bench testing has shown that it is possible to stretch the sheath by pulling firmly through tight orifice or by pulling at two points resulting in a similar diameter reduction. While the exact root cause of the stretched saline sheath is unknown, due to additional event information received, it was hypothesized that the stretched sheath was caused by user error in pulling with excessive force possibly during removal of the oad. At the conclusion of device analysis, the reported event of the oad making an unusual noise and becoming stuck in the vessel leading to the procedure being aborted were unable to be conclusively confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(6).

Event description:
It was noted the physician used some force to remove the oad from the lesion.